Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the transmitter was never able to pick up a signal from the sensor. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the transmitter not being able to pick up a signal from the sensor could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).